Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the atrium and ventricle connectors of the epg were broken. It was also identified that the hanger was broken .all found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the atrium and ventricle connectors of the external pulse generator (epg) were broken . The device was not usable. The device was returned for analysis. There was no patient involvement.